Manufacturer narrative:
There were no adverse events reported.

Event description:
Boston scientific crm received information that that this patient was presented to the electrophysiology (ep) laboratory for a scheduled right ventricular (rv) defibrillation lead revision procedure. The patient has "twiddler's syndrome" and the rv defibrillation lead had dislodged. This was confirmed from a chest xray and was associated with loss of capture during pacing threshold testing (patient has underlying intrinsic rhythm). The right atrial (ra) was functioning normally. The rv defibrillation lead was successfully repositioned.